Event description:
Information received indicates the bed has no power.

Manufacturer narrative:
The technician found the power control module was not working. He replaced the power control module to repair the bed.